Event description:
The facility contacted baxter (B)(4) to report a luer activated valve set that the "tube is separating easily from the container - should be a sealed unit." The customer later clarified that the product separated at the bottom of the drip chamber. This event occurred before use. There was no patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. During the visual examination of the sample it was found that the tube was disconnected from the chamber. The reported condition was confirmed. After analysis of the sample, it was concluded that the disconnection would have been the end result of an under insertion during the automated assembly of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.